Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420/ catalog #: 1420/ expiration date: 30-nov-2019/ serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 11-mar-2020, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, dev rtn to MFR? Yes, device mfg date: 14-nov-2018, labeled for single use: no, (B)(4), additional information has been requested regarding the cause of the unresponsiveness at the time of the event and the cause of death, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. The device was returned to the manufacturer and the investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was found down at home and resuscitation was given until arriving at the hospital. The patient was reported to have alarms at the time of the event. It was noted that there were multiple controller fault alarms and losses of power to the controller due to depleted power sources. The patient had a history of consistently allowing the batteries to drain to critical levels and sleep while the controller is only connected to battery power instead of using ac power. It was further reported that the patient subsequently expired upon arriving to the hospital.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and controller were returned for evaluation. The four (4) batteries were not returned for evaluation. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection of the returned controller revealed a missing serial port cap. This observation is not related to the reported event and is likely due to the handling of the unit. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed two (2) critical battery alarms on (B)(6) 2020 involving (B)(6) and (B)(6). Several additional critical battery and controller fault alarms were observed on (B)(6) 2020 involving (B)(6) and (B)(6). The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm on (B)(6) 2020 at 05:36:41, (B)(6) was connected to power port 1 with 24% rsoc and bat803184 was connected to power port 2 with 9% rsoc. Both batteries were then allowed to continue depleting. A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed a controller power up event on (B)(6) 2020 at 10:33:41. The data point recorded before the power up event revealed that (B)(6) was connected to power port one (1) and bat803184 was connected to power port two (2); both batteries were allowed to deplete completely, resulting in a loss of power to the controller. Several additional power up events were then logged between 10:37:11 and 17:51:32, likely due to troubleshooting of the controller. As a result, the reported event was confirmed. Of note, it was reported that the patient had a history of consistently allowing the batteries to drain to critical levels and sleep while the controller is only connected to battery power instead of using ac power. The most likely root cause of the critical battery, controller fault alarms and first loss of power can be attributed to the patient allowing batteries to depleting below 10%. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller 2.0; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3252 h6: FDA conclusion code(s): 19, 22; d1: battery; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19, 22; d1: battery; d4: serial#: (B)(6); h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19, 22; d1: battery; d4: serial#: (B)(6); h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19, 22; d1: battery; d4: serial#: (B)(6); h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19, 22. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for a correction. H.10 was corrected to include the depleted batteries: additional products: d1: heartware ventricular assist system ¿ battery d4: model#: 1650de / catalog#: 1650de / expiration date: 30-sep-2019 / serial or lot#: (B)(6) / UDI #: (B)(4) / d10: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 27-sep-2018 / h5: no / h6: patient code(s): c28554 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11, 22 / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 30-sep-2019 / serial or lot#: (B)(6) / UDI#: (B)(4) / d10: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 27-sep-2018 / h5: no / h6: patient code(s): c28554 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11, 22 / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 30-sep-2019 / serial or lot#: (B)(6) / UDI#: (B)(4) / d10: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 04-sep-2018 / h5: no / h6: patient code(s): c28554 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11, 22 / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 30-sep-2019 / serial or lot#: (B)(6) / UDI#: (B)(4) / d10: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 04-sep-2018 / h5: no / h6: patient code(s): c28554 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11, 22. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.